Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated glucose readings and identified insulin leakage at the connector-to-cartridge interface during troubleshooting, after disconnecting the system and priming without observing drops; the cartridge reportedly broke when separating it from the connector, causing a minor finger cut, and glucose levels returned to target after changing supplies. Symptoms included hyperglycemia and a superficial laceration to the finger. Outcomes included self-management with a bandage, no medical intervention, and restoration of glycemic control after supply replacement. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a suspected leak at the connector-cartridge junction and a damaged cartridge during disconnection. It was concluded that a device component malfunction related to the connector-cartridge interface was suspected, with user-reported resolution following replacement supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.